Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. (B)(4).

Event description:
It was reported that during the implant attempt, the lead dislodged. While attempting to reposition the lead, it was determined that there was a clump of tissue lodged in the lead helix. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.